Manufacturer narrative:
Date of event: unknown, an exact date was not provided but the best estimate is 2015. Serial number: unknown, not provided. Expiration date and unique identifier (UDI#): unknown as the serial number was not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). Device manufacture date: unknown, because the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol), model zlb00 +22.0 diopter, was implanted in the right eye of a male patient on (B)(6) 2015, and a zlb00 +27.0 diopter was implanted in the left eye on (B)(6) 2015. Reportedly, the patient experienced some strong unexpected outcomes for two and half years. The patient had difficulties during daily life with the intermediate and far vision. The lens in the right eye was explanted on (B)(6) 2018 and a zxr00 +23.0 diopter lens was implanted as a replacement. No additional information was provided. This report is to record the lens in the left eye. A separate report will be filed for the lens in the right eye.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site (the lens remains implanted). Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.